Event description:
Hhrn reported pump issue; stated internal battery beeping issue when turning on pump. Patient's pump is not working and patient needs a new one. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? Yes, gravity tubing. No missed doses or adverse events reported. Pump available for return. No further information provided. Diagnosis for use: intravenous immunoglobulin other.